Manufacturer narrative:
Continued h6: type of investigation code: b18. Clarification to h6: type of investigation code: the syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported "there was an improvement, but the erythematous and hardened areas are coming back, as well as the sensation of sore lips."

Manufacturer narrative:
Corrected data.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ with lidocaine in cheeks (ck1, 2, 4) and with juvéderm® volift with lidocaine in lips and nasolabial folds. Six days later, patient was injected with 1 syringe of juvéderm® volux¿ in jw1 and mento region and with 1 syringe of juvéderm® volift with lidocaine in the nasogenian sulcus. Sixteen days later, patient was injected with 1 syringe of juvéderm® volift with lidocaine in lips. Six months later, patient developed hardness below lip, cheek (ck1) and chin. Hcp noticed some hardened plaques and blistered surface. Hcp suspected granuloma but biopsy was not provided. Patient was treated with sublingual anti-inflammatory flaudene, meticorten®, and diprospan®. Symptoms ongoing without improvement. This is the same event and the same patient reported under MDR ID#: 3005113652-2023-00346 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00347 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00348 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2023-00349 (allergan complaint#: (B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ with lidocaine in cheeks (ck1,2,4) and with juvéderm® volift with lidocaine in lips and nasolabial folds. Six days later, patient was injected with 1 syringe of juvéderm® volux¿ in jw1 and mento region and with 1 syringe of juvéderm® volift with lidocaine in the nasogenian sulcus. Sixteen days later, patient was injected with 1 syringe of juvéderm® volift with lidocaine in lips. Six months later, patient developed hardness below lip, cheek (ck1) and chin. Hcp noticed some hardened plaques and blistered surface. Hcp suspected granuloma but biopsy was not provided. Patient was treated with sublingual anti-inflammatory flaudene, meticorten®, and diprospan®. Symptoms ongoing without improvement. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00346 (allergan complaint # (B)(4), MDR ID# 3005113652-2023-00347, allergan complaint # (B)(4), MDR ID# 3005113652-2023-00348. Allergan complaint # (B)(4), MDR ID# 3005113652-2023-00349, allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.